Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 02-020-11-0260 - truliant ps cem fem ps cem left sz 6: (B)(6); 02-022-45-6060 - truliant tib fit tray cem sz 6f / 6t: (B)(6); 200-02-38 - three peg patella 38mm: (B)(6); 201-78-82 - collar fixation pin 2pk 40mm, quick release: (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6); 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6).

Event description:
As reported by the exactech truliant knee clinical study, approximately 1 year post op initial left tka, this 72 y/o male patient was experiencing knee patellar clunk. Patient was having pain that has been non-responsive to conservative measures. The case report form indicates this event is not related to devices and definitely procedure. This event report was received through clinical data collection activities.